Manufacturer narrative:
Section a4, a5, a6: unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect: clinical code: 4581 incisions enlarged. Section h6: health effect: impact code: 4625 for unplanned vitrectomy and incision enlarged. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal intraocular lens (iol) was defective. The lens was partially delivered in the patient's left eye and then removed. Removal and replacement happened during the same procedure. The procedure was completed successfully with another johnson & johnson lens (same model and diopter). An incision enlargement and a vitrectomy were required; however, a suture was not required. There was no other medical or surgical intervention. The patient is doing fine post-operatively. Through follow up, it was clarified that the surgeon stated the lens loaded correctly, but the surgeon could not fully advance it into the patient's eye. The lens was partially inserted and the surgeon started to manipulate the lens with the chopper and it somehow interfered with the leading haptic. At this point, the patient's eye became unstable requiring an incision enlargement and an unplanned vitrectomy was performed. The lens is not available as it was discarded. No additional information was provided.